Event description:
On 12/19/2023, it was reported by a sales representative via (B)(4) that an ar-4020c-08 fastthread biocomposite interference screw 8 x 20 mm anchor broke in half during insertion. The fragments were removed, and the case was completed by implanting a peek screw behind it. This was discovered during a procedure on (B)(6) 2023. The patient suffered no negative effects on or after the procedure. Additional information received on 12/22/2023: the case was completed using a new ar-4020c-08 fastthread biocomposite interference screw 8 x 20. The case was delayed for a few minutes, trying to retrieve the broken screw and obtain the new one. No additional anesthesia was necessary.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion, or/and excessive force being used during insertion of the screw.